Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device expiration on the box states 2/28/2025 and the expiration on device was 4/30/2026. There were no reports of patient harm.

Manufacturer narrative:
The subject device was returned, evaluated, and the user's report was confirmed. The label box compared to the label on the device had different dates present. The subject device was tested and functioned properly without issue. Based on the results of the investigation, and the condition of the returned device, this event can be traced to a labeling issue. Olympus will continue to monitor the field for any similar issues. Should additional information become available, a supplemental report will be provided.

Event description:
No additional information received from customer.